Event description:
The initial attorney report alleged pain and permanent injuries due to a defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2011 - repair of incisional hernia with a kugel patch. (Note: see MDR 1213643-2012-00315 for information related to this repair). On (B)(6) 2001 - repair of recurrent incisional hernia with a kugel patch. The hernial defect was bordered by the edge of the previously placed mesh. The kugel patch for this repair was medially placed to the posterior aspect of the previously placed kugel patch. On (B)(6) 2001 - incision and drainage of seroma with debridement of fibrinous material. Post operative diagnosis was "wound infection, probably starting from infected staples most likely infected seroma." On (B)(6) 2002 - incision and drainage of a small area toward the middle of the wound, where her wound had separated and started to drain spontaneously. On (B)(6) 2002 - incision and drainage with removal of suture and debridement of granulations. The md noted that the pt had a small intestinal fistula that has spontaneously healed with total parenteral nutrition. On (B)(6) 2004 - wide drainage of wound with piecemeal removal of part of the two kugel patches. A recurrence was noted during this procedure. On (B)(6) 2005 - debridement of exposed mesh. The md noted the absence of any acute, ongoing infection. On (B)(6) 2006 - excision of remaining infected mesh, small bowel resection and repair of multiple recurrent hernias with a non-bard graft.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an additional implant. Based on the information provided, no definitive conclusions can be drawn. The medical records indicate that the pt was treated for seroma, fistula, and recurrence, all of which are known possible adverse reactions listed in the IFU. While the md noted the wound infection had probably started from infected staples, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." There was no lot number included in the medical records provided; therefore, a review of the manufacturing records could not be conducted. Additionally, no sample was returned for evaluation. It is reported that after removal of the bard mesh and insertion of the non-bard mesh the pt continued to experience infection and non-healing. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2012-00315 for information related to the kugel patch implanted on (B)(6) 2001.